Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. A visual and functional inspection was performed with no abnormalities noted. The power on self-test was successfully performed. One hour therapy was successfully performed. The device passed all checks and calibration tests successfully during service. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was unknown. It was not reported if peritoneal dialysis therapy was ongoing until the time of death, or if the patient was connected to the homechoice when they passed away. It was not reported if an autopsy was performed. No additional information is available.